Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported intermittently that the customer requested and delivered a large 10 unit bolus from the bolus menu. Customer required assistance consuming carbohydrates to address bg level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.